Manufacturer narrative:
Event was reported as follows: on (B)(6) 2018 for the oor message; on (B)(6) 2018: back surgery (unrelated to implant), and 2017 (possibly (B)(6)) for the issues with the right side. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient's therapy was not like they wanted it and had not been as good as it had been in the past. The patient checked their ins status and an out of regulation (oor) message appeared on their patient programmer. The caller noted it had been a while since they last checked their ins. They were able to bypass the oor message and the ins status was "on and ok". They were directed to follow-up with their healthcare provider. Follow up l information was received from the healthcare professional (hcp on (B)(6) 2018 reported that there were no issues with the device and the matter was resolved. Further follow up information received on (B)(6) 2018 from the patient reported that the circumstances that led to the out of regulation (oor) message was an EKG and back surgery. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.